Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a syringe 10ml saline fill (B)(6) sp had difficult plunger movement during use. The following was reported by the initial reporter: "on (B)(6) 2020, when the nurse used a disposable prefilled catheter irrigator (10ml) to flush the catheter for the patient, the injection could not continue when there was about 1ml of liquid left, so a new disposable prefilled catheter irrigator was replaced to complete the operation for the patient, without affecting the patient's condition adr# (B)(4)."